Manufacturer narrative:
U.s. Division notified (B)(4) 2012. Add'l 510 (k): k081973, k083495. Add'l details regarding the incident have been requested; however, thus far, add'l info nor product rec'd. Mfg records have been checked; items were found to be according to the specifications valid at the time of production.

Event description:
Country of complaint: (B)(6). Breakage of ceramic head. Primary surgery 2002. Date of incident (B)(6) 2011. No further info rec'd.